Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent capture and high pacing thresholds. There was noise on the stored episodes. At higher outputs, the patient has diaphragmatic stimulation. Boston scientific technical services (ts) discussed options. Additional information indicates that a chest x-ray was performed, but no conclusions could be reached. The additional information also indicates that the patient is not dependent. There was no oversensing of the noise. An invasive procedure was performed to explant this lead and device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.